Event description:
(B)(4). Had to have a hysterectomy at age (B)(6) to get rid of essure because of left side pain associated with coils.

Event description:
(B)(4). Heavy periods migraines, rashes, dizziness change in vision, depression, weight gain, inability to lose weight.